Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of crosstalk noted on the device which had led to pacing inhibition and the patient experienced presyncope symptoms due to the patient being pacemaker dependent. The device was reprogrammed to resolve the crosstalk episodes and the patient was stable.